Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot for balloon rupture. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A review of the lot history record and similar complaint query will be conducted. A supplemental medwatch will be filed with all relevant information.

Event description:
It was reported that an armada balloon catheter was advanced to the left superficial femoral artery (sfa) lesion without resistance. During initial inflation attempt, the balloon would not hold pressure and was unable to inflate to any atmospheres. The device was removed without issue and a pinhole was noted proximal to the balloon. Another armada was used successfully. There were no adverse patient effects and no clinically significant procedural delay. No additional information was provided.